Event description:
It was reported the patient lost effective stimulation after being involved in a motor vehicle accident. Reprogramming was able to provide partial coverage of her established pain pattern. The patient also reported tingling in the groin area. The patient's x-ray images showed no anomalies. The next course of action is undetermined.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.